Manufacturer narrative:
Customer called the olympus technical assistance center (tac) support to troubleshoot. The customer reported intermittent e216 and b30 (scope communication errors). Began troubleshooting the issues, had a 190 series scope connected and during the inspection, noticed the video image would flicker, checked communication cable at rear of video system connecting the clv-190 to the cv-190, cable is securely attached. Customer noticed the image would flicker when the scope was moved around, tried bending the scope cable at the base of the light guide connector section and the image went completely black, then a b30 error occurred. Removed scope and reinserted it into the cv-190 and received an e216, scope communication error. Powered unit off and back on, image was resto red but as soon as the scope cable was moved in various directions the image went black and the e216 error returned followed by a b30 error. Powered unit off and back on, tried it again and was able to reproduce the e216, b30 error sequence. Tested a different scope in the same manner and was not able to reproduce the errors. Tested all other scopes and was able to identify another scope had the same problem and would generate the e216 and b30 errors. All other scope would work fine when the scope cable at the base of the light guide connector was moved around confirming the issue is being caused by the two scopes. The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered lint¿s, corroded video connector unit pins which were causing a flickering image. The corroded video connector needed to be replaced. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, a e216 and b30 (scope communication errors) occurred on the evis exera iii video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified, nor could the b30 error be duplicated/confirmed. A definitive root cause of the accumulated lint inside the video connector socket and pin corrosion could not be identified. However, it's likely the cause is related to handling of the device. The event can be detected/prevented by following the instructions for use which state: [8.1 care] do not clean the videoscope cable connector socket, the terminals, and the ac mains power inlet. Cleaning them can deform or corrode the contacts, which could damage the video system center. [8.2 storage] store the equipment in the level position in a clean, dry, and stable location. Olympus will continue to monitor field performance for this device.